Event description:
The lay user/patient contacted lifescan (lfs) on (B)(6) 2013 alleging the meter produces an inaccurately high reading compared to another device. The lfs meter was reading "268mg/dl" compared to "141mg/dl" and "151mg/dl" on an lab meter within 30 minutes of each other. This complaint is being reported due to the following conclusion: based on statistical methodology, the calculated difference of the results exceeds the expected value of <=20% for readings compared to a lab meter above 75mg/dl taken within 30 minutes of one another. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.